Event description:
The subject underwent endovascular repair of aaa using the trivascular ovation prime abdominal stent graft system on (B)(6) 2013. Following routine injection of fill polymer into the graft inflation channels, the proximal ring of the aortic body graft was ballooned with a compliant reliant balloon just prior to demate of the delivery system. Upon ballooning, a breach of the secondary sealing ring was noted on angiogram, possibly due to the penetration of an adjacent calcium shelf into the graft. The patient began to experience hypotension and was treated with neo-synepherine, stabilizing the patient's blood pressure in approximately 20 minutes. The procedure was completed with deployment of the two iliac limbs and the aneurysm was successfully excluded.